Event description:
The guidewire "started to fall apart" during a procedure to implant a pace maker. Reportedly, some guidewire coating came off and remained in pt. The procedure outcome was reported as "fine" and the pt condition is reported as "fine presently."